Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have severely affected their bite and they are now unable to fully bite down. And they also are having severe jaw and teeth pain. This is a contraindicated patient.